Manufacturer narrative:
E1: patient city: (B)(6) country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states, on (B)(6) 2024, it was reported that the patient complaint infusion set was pulled out. The patient reported that blood glucose level was high and it was 528 mg/dl. No further information available.